Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had a cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and cracked display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had been submerged in water and had some physical damage. The blood glucose reading was 183 mg/dl. He stated that the insulin pump had been dropped into a river and there was a crack from the buttons to the reservoir window. Nothing further was reported.